Event description:
Customer added 300u of cold insulin to the cartridge during load process, yet the fill estimate was only 130u. The estimate remained at 130u the following day. Reportedly, there was no impact to the customer's blood glucose levels.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted. Finally, the t:slim user guide indicates that insulin should be stored at room temperature before filling cartridges; the user filled with cold insulin.